Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name :(B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by getinge fse that the connector of new compressor of cardiosave iabp (intra-aortic balloon pump) was broken. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9 (returned to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) connector of the new compressor was broken, it was found while performing 5000 pm. No patient involvement and no harm reported. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj the failure analysis and testing department received the following part associated with this complaint: compressor scroll, this part was received with a reported unit failure message of connector broken. The failure analysis and testing dept. Performed a visual inspection and found; the connector was broken. Please see attached picture. The fat department verified the failure message of connector broken. Retaining compressor scroll in the fat department sop.

Event description:
N/a.